Event description:
It was reported that the implanted valve's pressure settings changed after being set by the doctor. Reports that on two occasions, the valve settings were changed and when the patient returned for an exam, the settings were different from that which were previously programmed.